Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluating the subject device, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4), there was the possibility that this phenomenon was attributed to the error detection due to the turret position could not be detected within the specified time, because the failure of the filter turret was found. The failure of the filter turret was caused by the aging deterioration due to the repeatedly long-term use because approximately seven years had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure, it was found that the front panel of the subject device blinked. The user completed the procedure with the subject device. The subject device was used with a video system center (otv-s7pro). There was no report of patient injury associated with the event.